Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported via (B)(6) that a patient experienced a stroke and died. Boston scientific has attempted to retrieve additional information regarding this event; however, further information has not been made available at this time. With the limited information, boston scientific is unable to confirm if this event has been previously reported.